Manufacturer narrative:
(B)(4). Data download was provided by the patient's mother and reviewed for evaluation. Data shows out of range for over 3 hours, however readings returned. Complaint for unrecoverable loss of antenna past threshold could not be confirmed. The root cause could not be determined post investigation.

Event description:
The patient's mother contacted dexcom technical support on (B)(6) 2015, to report that on (B)(6) 2015 they experienced unrecoverable loss of antenna, past threshold. There was no report of injury or medical intervention. No additional event or patient information is available.

Manufacturer narrative:
(B)(4).

Event description:
Subsequent to the initial MDR, the complaint receiver was not returned to dexcom. The transmitter (part number stt-gl-003/serial number (B)(4)/lot number 5198321), being used with the complaint receiver, was returned on (B)(6) 2015. The returned transmitter was visually inspected and no defect was found. Functional testing was performed and the test failed. The reported event of an unrecoverable loss of antenna, past threshold was confirmed. The root cause was determined to be a defective transmitter.